Event description:
It was reported that the lead was packaged with the screw partially out. No further information was obtained regarding the status of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.